Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time with the blade before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed for under 24 hours. The patient discharge medication included pyridium for painful urination prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be ongoing, not serious, and no action was taken. The study facility assessed the irritative urinary symptoms as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time with the blade before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed for under 24 hours. The patient discharge medication included pyridium for painful urination prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be ongoing, not serious, and no action was taken. The study facility assessed the irritative urinary symptoms as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time with the blade before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed for under 24 hours. The patient discharge medication included pyridium for painful urination prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be not serious, and no action was taken. The symptoms were reported to be resolved one hundred- and eighty-three-days post onset symptoms. The study facility assessed the irritative urinary symptoms as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
B5. Describe event or problem updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.